Event description:
User facility reports one incident of a cracked luer connector at initiation of hemodialysis treatment. Ebl = 20-30cc. Patient was recannulated to continue treatment. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.